Manufacturer narrative:
Based on the information reported to davol, the patient had a composix kugel mesh implanted to repair a hernia on (B)(6) 2010. The patient reports that she was brought to the emergency room two days later with sepsis and renal failure. She reported that emergency surgery was necessary due to bowel involvement and the mesh was explanted. Currently, it is unknown whether the mesh may have contributed to the reported event. We have contacted the initial reporter to obtain additional information and request return of the device. No medical records have been provided and no specific device failure has been reported. With the information provided, no conclusion can be drawn. This MDR includes all patient, event and device information davol has received to date.

Event description:
Based on information reported by the patient: (B)(6) 2010 - patient underwent surgery for hernia repair (umbilical area) with composix kugel mesh. On (B)(6) 2010 - patient brought to emergency for fever, "seriously ill", was diagnosed with sepsis and renal failure. Patient reported she underwent emergent surgery due to bowel involvement and the mesh was explanted.